Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. There are about 5 pins bent inside. Receptacle board needs replaced. Ltf-v3 test scope and otv-s7 camera head will not work when inserted. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for use, it was discovered that the video connector had about 5 bent pins inside where the scope pushes into the ureteroscope camera. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because excessive stress was applied to the video connector terminal at the insertion of the endoscope due to the tip of the endoscope connector being chipped or broken, and then the terminal buckled. In addition, more than 5 years have passed since the device was manufactured and it is also considered that the pin was worn away by insertion and removal of the endoscope. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to the connector. The connector may be damaged."